Event description:
A cartridge alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Despite several attempts with new cartridges, the alarm persisted, preventing successful insulin therapy. Technical support concluded to send a replacement pump and instructed the customer to switch to multiple daily injections as a backup until the new pump was received.